Manufacturer narrative:
Updated field : b4 , g3 , g6 , d9 , h2 , h3 , h11 , h6 ( type of investigation , investigation findings ,investigation conclusions ) corrected field : h6 ( medical device ¿ problem code ) a getinge field service engineer (fse) checked the unit, no pressure related issues found. Compared the patient pressure with customer. Multi-parameter monitor found both pressure are same. Tested and handed over the unit in good working condition.

Event description:
N/a

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) pressure monitor not functioning. Patient was involved. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.